Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 06/08/1998). Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
On 05/19/1998, the following was reported to datascope: no augmentation was noted on the blood pressure trace. The pt's heart rate was less than 120 beats per minute. No alarms sounded from the pump or messages on screen. The pump was changed but the same problems occurred. The pump checked out okay. The balloon was removed and blood was observed inside the balloon, but not in the tubing. There was no patient injury or complication as a result of the event. As of 02/26/1998, the pt remained ventilated in coronary intensive care unit. (Event complications): unknown - reported 02/27/1998.; none - reported 05/19/1998. (Pt's current status): in coronary intensive care unit - reported 05/19/1998.